Event description:
The nurse reported there was a surge and a posterior capsule rupture occurred. The company service rep contacted the surgeon. The surgeon stated she changed the settings and the system was 'deregulated'. Additional info received from the surgeon stated the surgeon did change the settings and found the settings were incorrect during surgery. The surgeon was able to complete the surgery with the changed settings, but had to be careful. No further info was received on pt status.

Manufacturer narrative:
The nurse did not request service for the system. The surgical advisor entered the correct settings. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (Power surge). This report was mailed to FDA on: 09/18/2009.